Manufacturer narrative:
A ge rep evaluated the system and replaced the generator board battery. The system operates as intended.

Event description:
It was reported that the system shut down during an exam. The fse reported a frame sync error. There is no report of injury or death associated with the event described in this complaint.